Event description:
It was reported after use the bd vacutainer® k2 edta (k2e) blood collection tube was used after expiration date. The following information was provided by the initial reporter: "tube that was used which had an expiration date of 01/31/2020, but it was used on (B)(6) 2020 (expired by 5 days). Customer wondering if exceeding the expiration by 5 days would have any adverse effect on the test results." "Customer did not receive an expired tube; rather, an employee used an expired tube by mistake (it was our error)."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Technical services provided troubleshooting with the customer and the issue was resolved. H3 other text: see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use the bd vacutainer® k2 edta (k2e) blood collection tube was used after expiration date. The following information was provided by the initial reporter: "tube that was used which had an expiration date of 01/31/2020, but it was used on (B)(6) 2020 (expired by 5 days). Customer wondering if exceeding the expiration by 5 days would have any adverse effect on the test results." "Customer did not receive an expired tube; rather, an employee used an expired tube by mistake (it was our error)."